Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damage. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Always wait until the "ready" turns on to disconnect the battery from the battery charger. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The following devices were reported; however, it is unknown which devices were involved in the reported event: serial #: (B)(4), catalog #: 1650de, exp. Date. 01/31/2016, mfg. Date: 01/01/2015. Serial #: (B)(4), catalog #: 1650de, exp. Date. 01/31/2016, mfg. Date: 01/01/2015. Serial #: (B)(4), catalog #: 1650de, exp. Date. 01/31/2016, mfg. Date: 01/01/2015. Serial #: (B)(4), catalog #: 1650de, exp. Date. 01/31/2016, mfg. Date: 01/01/2015.

Event description:
It was reported that the patient's husband reported battery switching with all batteries. After evaluation of log files, it was recommended that all batteries and controller be exchanged. This was done with no reported consequence to patient. No additional information provided.

Manufacturer narrative:
A controller and four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation confirmed that the associated controller met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed several premature power switching events involving (B)(4). The most likely root cause of the reported power switching can be attributed to a communication error between the controller and batteries. Heartware is investigating communication errors. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Failure analysis of (B)(4) revealed that the unit passed functional testing but failed visual inspection due to a loose power port 1 (ps1) connector. Loose power connectors are currently being investigated by manufacturer. This observation is not related to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A controller ((B)(4)) and four batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation confirmed that the associated controller met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed several premature power switching events involving batteries ((B)(4)). The manufacturer has opened an internal investigation for communication errors. Further analysis revealed that the controller, (B)(4) failed visual inspection due to a loose power port one (ps1) connector. The manufacturer and supplier have opened an internal investigation for controllers loose power connectors. This observation is not related to the reported event. As received, controller ((B)(4)) did not have the software maintenance release (smr) update installed. The most likely root cause of the reported event can be attributed to a communication error between the controller and batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Battery - (B)(4)/1650de - (B)(4); battery - (B)(4)/1650de - (B)(4); battery - (B)(4)/1650de - (B)(4); battery - (B)(4)/1650de - (B)(4). (B)(4).